Event description:
Patient experienced fluid overload and oxygen saturation levels dropped during hysteroscopy procedure. Patient had to be on ventilator for a number of hours and was sent home next day after responding well to diuretics.

Manufacturer narrative:
Product passed functional testing per process summary (B)(4). No problem found. (B)(4).